Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p cap reservoir will not lock properly due to missing retainer. Insulin pump received with cracked case (battery tube), cracked battery tube threads, pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the crack all over insulin pump, including around the reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.